Event description:
It was reported that the user experienced a scan error with a freestyle libre 3+ sensor when attempting to pair via nfc with the ilet bionic pancreas mobile app; initial scans prompted enabling nfc, subsequent pairing succeeded, but later scans failed to produce readings despite rescans, consistent with intermittent communication failure associated with the device¿s antenna component. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact, and blood glucose was not affected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and the ilet, consistent with intermittent communication failure localized to the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.